Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator to resolve the issue. Thye system was tested and ready for use. Ia return material authorization (RMA) was issued to have the integrated electro surgical unit returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer encountered c-34 error on the erbe generator. Before contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the customer restarted the generator and removed the power cord, but the issue persisted. The tse explained that the erbe generator was defective and needed to be replaced. The tse advised to use an external generator. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) and completed the device evaluation. The unit was analyzed, and the reported failure (error c-34) was confirmed and reproduced.

Event description:
Refer to h10/h11 for follow-up information.